Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: the keypad cover was peeling from the bottom. The up button was underresponsive. Contamination was found on all of the keypad button contacts. The battery compartment was found to be cracked. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. It was noted that the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.